Event description:
It was reported that the patient was unable to turn stimulation back on and had not used it since december or (B)(6) 2011. The patient did not turn stimulation off, but let it die. She stopped using stimulation because of other health issues. The patient could not handle the 'internal shaking' even when stimulation was low. The patient kept charging her recharger but not the device because it was too difficult for her to sit for a long period of time. Although it was not sure if it was related to the device, the patient had acute pain caused by sores all over her shoulders, arms, and legs, which she has had for almost three years and they would come and go. She also had diabetes, high blood pressure for a while, high cholesterol, and neuropathy. It was also reported that it was believed they were getting a message that the device needed to be replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).